Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer initially did not use the tandem charging cable or wall adapter and tried charging through a computer usb port. Tandem technical support instructed the customer to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging. After 30 minutes of charging issue remained unresolved. Cts to send replacement tandem charging cable and tandem wall adapter via two-day shipping. No further assistance required.